Event description:
It was reported that during surgery that the suture fractured while the surgeon applied tension to the suture. The patient did not retain any foreign matter from the device. There was no reported serious injury. A delay of approximately 15 minutes was recorded. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: japan. The product will not be evaluated by zimmer biomet as it was discarded by the hospital as biohazard. Once the investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.